Event description:
It was reported that the device was stuck in the patient. A rotablator rotational atherectomy system was selected for use. During procedure, the rotablator interacted with a previously placed stent and the burr became stuck in the stent where it was not able to be pulled out. The patient had to be sent to surgery where they successfully removed the device. No further patient complications were reported.